Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. This occurred during disconnection after peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: lot #: suspected lots: h24c13090 and h24h27065. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11: h11: a batch review for suspected lots was conducted and there were no deviations found related to this reported condition during the manufacture of these lots. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.